Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the small grasping retractor had a grasping inadequacy. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable. The broken cable segment that contains the crimp was missing from clevis.